Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation bipap autosv device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the device displayed error codes e226 (err_sensor_press_unreliable), e004 (err_null_ptr), e053 (err_comp_log_sem_timeout), e224 (err_high_pressure_regulation) and e200 (err_rtos_abort_error). In addition, the device was scrapped.